Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvis pain') in a (B)(6) female patient who had essure (batch no. 624481 (l), 624481 (r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sinus operation and belly ache. Concurrent conditions included chronic cervicitis, nabothian cyst, adenomyosis, endosalpingiosis, belly ache, body mass index normal, vertigo, broken leg and removal of external fixation. Concomitant products included ibuprofen (motrin) for dysmenorrhea as well as pramipexole dihydrochloride (mirapex) since 2017. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary") and restless legs syndrome ("autoimmune disorder type of disorder:restless leg syndrome"). On (B)(6) 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2009, the patient experienced premature menopause ("hormonal changes describe: early menopause/reproductive system disorder or condition type of disorder or condition: early menopause"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and feeling abnormal ("other injury(ies) or complication please describe: brain fog"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dental caries ("dental problems/cavities") and tooth fracture ("dental problems chipped easily"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea") and abdominal pain ("lower belly pain, left side"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety, restless legs syndrome, irritable bowel syndrome, feeling abnormal, flatulence, constipation and diarrhoea had resolved and the premature menopause, urinary tract infection, migraine, headache, bladder disorder, urinary tract disorder, dental caries, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and tooth fracture outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, constipation, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, headache, irritable bowel syndrome, migraine, pelvic pain, premature menopause, restless legs syndrome, tooth fracture, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight 169 lbs. Lot number-624481 (l), 624481 (r). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Pathology test - on (B)(6) 2018: pathology report: pathological diagnosis: uterus, fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy: cervix with chronic cervicitis and nabothian cysts. Uterus with proliferative type endometrium with dilated cell changes and adenomyosis. Bilateral ovaries with endosalpingiosis and corpus albicans. Bilateral fallopian tubes with no significant pathological changes. Clinical information: total abdominal hysterectomy with bilateral salpingo-oophorectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 29-may-2019: new pfs+mr received-case becomes valid with incident. New events added- pelvic pain,early menopause, urinary infection, depression, anxiety,restless leg syndrome, bladder or urinary problems or changes,migraines, headaches,dental problems, dysmenorrhea(cramping),dyspareunia(painful sexual intercourse), fatigue,weight gain, ibs, hair loss,brain fog, vertigo, she did not undergo essure confirmation test. Lot number and medical conditions and drugs, lab data,concomitant drug, new reporters,dob and removal date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvis pain') in a 33-year-old female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sinus operation and belly ache. Concurrent conditions included chronic cervicitis, nabothian cyst, adenomyosis, endosalpingiosis, belly ache, body mass index normal, vertigo, broken leg and removal of external fixation. Concomitant products included ibuprofen (motrin) for dysmenorrhea as well as pramipexole dihydrochloride (mirapex) since 2017. In october 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary") and restless legs syndrome ("autoimmune disorder type of disorder:restless leg syndrome"). On (B)(6) 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2009, the patient experienced premature menopause ("hormonal changes describe: early menopause/reproductive system disorder or condition type of disorder or condition: early menopause"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and feeling abnormal ("other injury(ies) or complication please describe: brain fog"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dental caries ("dental problems/cavities") and tooth fracture ("dental problems chipped easily"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea") and abdominal pain lower ("lower belly pain, left side"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety, restless legs syndrome, irritable bowel syndrome, feeling abnormal, flatulence, constipation and diarrhoea had resolved and the premature menopause, urinary tract infection, migraine, headache, bladder disorder, urinary tract disorder, dental caries, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, constipation, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, headache, irritable bowel syndrome, migraine, pelvic pain, premature menopause, restless legs syndrome, tooth fracture, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight 169 lbs. Lot number-624481(l),624481(r). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Pathology test - on 31-jul-2018: pathology report pathological diagnosis: uterus, fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy: cervix with chronic cervicitis and nabothian cysts. Uterus with proliferative type endometrium with dilated cell changes and adenomyosis. Bilateral ovaries with endosalpingiosis and corpus albicans. Bilateral fallopian tubes with no significant pathological changes. Clinical information: total abdominal hysterectomy with bilateral salpingo-oophorectomy.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.